Event description:
On (B)(6) 2011, wife reported that pt is experiencing concerns with the check button on the infusion device. Wife was unable to complete troubleshoot due to the strength in her fingers. Wife reported the check button has a hole in the protective rubber that is becoming larger. Wife believes this is due to pressing the button with their fingernails. Wife initially reported the check button does not respond due to strength in pt's fingers, but then also reported the check button does not produce an audible sound then pressed. She does not know if the check button responds when pressed hard. The infusion device was not dropped on a hard surface within the past 48 hours. Wife was unable to provide add'l details. The infusion device was requested for eval. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address the issue.